Manufacturer narrative:
The insulin pump has no button response due to corroded keypad traces. No stuck buttons noted. The device had broken belt clip slot, cracked reservoir tube lip,and scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 178 mg/dl. Troubleshooting was performed. The device was returned for analysis.